Event description:
Caller reported this inform base unit has evidence of melting of the plastic around the electrical contacts. No adverse event reported. A request was made for the return of the base, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.